Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) lead exhibited high thresholds. It was further noted that it was suspected that the cardiac resynchronization therapy defibrillator (crt-d) exhibited parasitic crosstalk. The device and leads remain in use. No patient complications have been reported as a result of this event.